Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing dizziness and a headache. The patient¿s cgm was reading 80 mg/dl. No bg meter value was taken for comparison. The patient self-treated by eating a snack. However, despite treating herself, the patient lost consciousness. The patient¿s mother called for an ambulance. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 20 mg/dl. No cgm comparison value was provided at this time. Ems treated the patient with an unspecified IV and transported the patient to the ER. Once the patient arrived at the ER, the patient¿s bg meter reading was up to 150 mg/dl. The patient was treated with another unspecified IV. The patient was discharged home after three days. It was reported that on (B)(6) 2023, the patient also had inaccurate values of bg 50 mg/dl and cgm 80 mg/dl while in the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.